Manufacturer narrative:
Suspect device received on july 09, 2021. Device evaluation completed on july 13, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the anterior view. Additionally, a tear measuring approximately 0.1 cm was found within the crease/fold. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information received with the device indicated that the date of explantation changed to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 325, saline prosthesis experienced bilateral deflation post procedure. The issue was diagnosed through physical examination. As a result, patient scheduled for removal on (B)(6) 2021. This report relates to the right side.